Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that implant was removed due to fractured collar. Symptoms: inflammation.